Event description:
A 3rd party biomedical engineer contacted physio-control on behalf of the customer to report that while monitoring a patient during transport their device powered off by itself and would not power back on when prompted. The crew had advised that they had replaced the batteries while troubleshooting but the unit would not power back on. There were no adverse effects to the patient due to the reported issue. No further details regarding the patient or the event were provided. Upon arriving back at their station, the crew tried to power the device on again and was successful. The device powered on without any discrepancies.

Manufacturer narrative:
(B)(4). The biomedical engineer advised that he had evaluated the device but was unable to duplicate, or verify, the reported failure. The device was then forwarded to physio-control for further examination. Physio-control evaluated the customer's device but was also unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported failure could not be determined.